Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination revealed the balloon protector was returned on the balloon. There was a midshaft break close to the catheter tip which is consistent with excessive tensile force being applied upon attempted removal of the balloon protector. The balloon protector was removed with only sight resistance encountered, while holding the shaft proximally to the balloon. Further examination observed no damage to the tip, balloon, or blades. All blades were fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during prep for a percutaneous transluminal coronary angioplasty treatment procedure, a shaft break occurred. During removal of the plastic cover for protection off the 4.0mm x 1.5cm flextome cb peripheral cutting balloon during prep resistance was encountered and the shaft broke. The procedure was completed with another of the with same device. Patient status was listed as stable following the procedure.

Event description:
It was reported that during prep for a percutaneous transluminal coronary angioplasty treatment procedure, a shaft break occurred. During removal of the plastic cover for protection off the 4.0mm x 1.5cm flextome cb peripheral cutting balloon during prep resistance was encountered and the shaft broke. The procedure was completed with another of the with same device. Patient status was listed as stable following the procedure.